Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the customer reported that hey used two items and neither of them worked correctly. There was no red ring on the end of the wand to show heat was getting the tip. Turned setting up on the machine to 11. Kept testing the two. Opened a third of the same lot number and it worked.

Event description:
It was reported that the customer reported that hey used two items and neither of them worked correctly. There was no red ring on the end of the wand to show heat was getting the tip. Turned setting up on the machine to 11. Kept testing the two. Opened a third of the same lot number and it worked.

Manufacturer narrative:
The device was discarded and was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no function. Probable root cause: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.